Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was operating within specifications. The device passed all functional testing. The device was received in with a stained end cap sticker, scratched liquid crystal display window, cracked reservoir tube lip and cracked belt clip slot. No burn marks was noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had unexplained high blood glucose and dka. Paramedics were called and customer was taken to the emergency room and was hospitalized. Customer stated that the blood glucose reading was 496 mg/dl when paramedics arrived. Customer stated that her insulin pump was malfunctioning because it was not delivering the insulin and the battery compartment is burn. Nothing further was reported.